Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
This is a report about leakage from the q site side during use. Contaminated with blood. Additional information materials information grid material of row2 before revision 380510 after correction 395242.